Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician performed pre-mapping 15 times. The placement was completed on the 15th attempt, and although the physician tried to release the right atrial leadless pacemaker (alp), the release was unsuccessful, so it was retrieved. It was noted that the tether of the delivery catheter was slightly twisted, which might have been the cause. The alp was removed and replaced. There were no patient consequences.